Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis and was received tangled. The hypotube, collar, distal shaft and tip were microscopically and tactilely inspected. Inspection revealed a partial separation at the collar, numerous kinks in the hypotube, and numerous kinks in the distal shaft. Functional testing could not be completed due to the damage to the tip of the device, and the tip could not load into the hub of the guide catheter. The maximum outer diameter of the undamaged guidezilla distal shaft is within specifications but the maximum outer diameter of the damaged shaft exceeds the guidezilla specifications at 0.091". Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 15-mar-2018. It was reported that the catheter was unable to pass through the guiding catheter. The target lesion was located in the lower extremity. A guidezilla¿ guide extension catheter was selected for use. During introduction, the catheter did not pass through the guiding catheter. The procedure was completed with another of the same device. No patient complications were reported and the patent's condition was stable. However, device analysis revealed a partial separation at the collar.